Event description:
It was reported that the device was under infusing. No patient harm was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Operator of device: patient/consumer. UDI is unknown. No information available to date. The device was returned for evaluation. The reported problem was verified. It should be noted that a faulty dso or uso (downstream or upstream occlusion sensor) may cause an interruption in delivery and thus be responsible for an under delivery. Root cause could not be determined. The device was repaired and passed all functional and delivery tests. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.